Event description:
9 months after implantation of a 2.75x28 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal right coronary artery. A pre-intervention stenosis of 75% was reported. The vessel was reported not to be tortuous. A 2.75x28 mm taxus stent was deployed in the lesion. Post-intervention results were recored as "no residual stenosis" and "distal flow was normal." No information was reported concerning patient medications used before, during or after the procedure. Patient complications were reported as none. The patient presented 9 months after the initial procedure with an in-stent restenosis of 70% in the right coronary artery. A 3.5x20 mm taxus stent was deployed in the region of the in-stent stenosis. Post-intervention results were reported as "no residual stenosis" and "distal flow was normal." The patient was discharged with no reported complications.